Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the customer had an ongoing issue with the insulin pump. Customer's blood glucose was high. Customer got 20 units and her blood glucose went up. Customer was using a new set and has been in the hospital 2 times for diabetic ketoacidosis. Caller stated that the customer has been to the hospital 6 times. Customer had a sandwich for lunch and her blood glucose was 320 mg/dl. Customer's blood glucose was high and she gave herself 20 units. Customer had a no delivery alarm in the alarm history but the set was changed. Caller stated that the cannula was slightly curved but not bent. Customer was taken off the insulin pump but the site piece is still in the customer's body. Caller stated that they saw little bubbles like soda bubbles. It was found that the customer was using cold insulin, which can cause air bubbles. Caller was advised to allow insulin to warm to room temperature before filling the reservoir.